Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) duplicated issue of unit not able to power up replaced damaged components in lcd from ipx water testing and defective executive processor pcb, coil cable and nylon p-clip. Performed passing full functional check and returned to service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Event description:
It was reported by customer during testing that cardiosave intra-aortic balloon pump (iabp) coiled cord connected to video generator board was frayed. There was no patient involvement.